Event description:
One inch long bovie burn noted on pt's abdomen below the umbilicus. First degree in nature. Silvadene applied to area. Per operating room staff, the electrocautery equipment "malfunctioned." Equipment being examined by biomed at this time.